Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a black screen after being removed from the charger, and a software update alert indicated a failed update; standard troubleshooting steps, including recharging and attempting a restart via the mobile app, did not restore function, and a replacement device was provided. Symptoms included no change in blood glucose as reported by the user. Outcomes included temporary interruption of ilet therapy with use of an alternative insulin therapy. Investigation included technical support assessment and remote troubleshooting. Investigation of this case revealed a device malfunction consistent with a nonresponsive display and failed firmware update. It was concluded that the device exhibited a malfunction of the user interface/display subsystem associated with a failed update, and replacement resolved the issue.